Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation- lawyer.

Event description:
After review of medical records patient was revised to address painful right total hip arthroplasty status post right total hip arthroplasty acetabular revision. Revision notes reported mild hip effusion with inflammatory appearance and found the cup to be in retroversion due to the previous anterior hip replacement.